Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, patient's both of the t12 drg leads had fractured. Additionally, right s1 drg lead had high impedances. As a result, surgical intervention took place on (B)(6) 2025, wherein both of the t12 and right s1 drg leads were explanted and replaced to address the issue.

Manufacturer narrative:
Updated missing d10 concomitant medical product- drg lead from initial report.